Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual analysis reveals that the driver has small sections ¿1mm in length missing from the tip. The corners of the hex edges are rounded. Microscopic examination reveals an uneven brittle fracture. The damage appears to be to the outer shaft. The width of the tip and hardness appear to be made to print specification. The above observations are consistent with torsional overload.

Event description:
.

Event description:
It was reported during a posterior lumbar interbody fusion (plif) surgery at l4-s1, during final tightening, the tip of the driver a ppeared to jump the thread on the screw. When the driver was removed, it was discovered that the male hex on the tip of the setscrew driver had snapped off. Screws were not used in patient and there were no patient complications associated with this event.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.